Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they had started having some problems with their current spinal cord stimulator "probably over the last year or two." Patient stated they had some imaging done and the doctor said it didn't look like the leads had migrated a whole lot, but patient mentioned when they looked at it, it looked to them like one of the leads was broken. The patient was redirected to their healthcare provider to further address the issue. Patient inquired as to model number of their device and whether there had been a recall and agent provided information.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name pisces-quad; product ID: 3887-33 (lot: j0211896v); product type: 0200-lead; implant date (B)(6) 2002. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.